Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the trocar leaked as soon as the surgeon started the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.